Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was low. The customer reports eating to treat their blood glucose. The customer reported their blood glucose rose to 309 mg/dl shortly after treatment. The customer stated they will be going to the emergency room. Troubleshooting was not performed. The insulin pump will not be returned for analysis.